Manufacturer narrative:
Clarification to suspect product: lot number 963/2. Continued type of investigation code: b15, b17, b20. Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of compression fracture of thoracic vertebrae and lumbar compressed fracture, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral with juvéderm® volite¿. A month later, the patient was injected in the perioral with juvéderm® volite¿. Seven months later, patient had a traffic accident and was hospitalized. CT thoracic plain scan and 3d imaging were performed with lumbar spine mr noting compression fracture of thoracic vertebrae and lumbar compressed fracture, deemed not device related. Patient refused treatment and was discharged 3 days later. Following month, patients waist circumference was protected, and there was a feeling of soreness and swelling in the waist. Event was noted as recovered/resolved. This MDR captured the 1st injection.